Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, there was difficulty to insert the left ventricular (lv) lead into the introducer. Excessive force had to be applied so the lv lead could successfully advance down into the introducer. The patient was stable with no consequences.